Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced low audio output. Dexcom has issued an rga for patient to return device to be investigated.

Manufacturer narrative:
(B)(4). Device available for evaluation: returned to manufacturer. Device evaluated by manufacturer. Evaluation of the returned device confirmed the reported no audio output.